Event description:
A caller reported a cgm error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a complete pump reset, after which the error code did not reappear, and the caller successfully restarted their sensor session.